Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer who read information about the pumps causing deaths and he was concerned by that. No further information was provided at the time of the report.